Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the 18 g x 1 in. Bd" general use sterile hypodermic needle. There was no report of injury or medical intervention.

Manufacturer narrative:
One used sample was returned to the columbus plant for evaluation. There is a long fiber on the cannula therefore failure mode is confirmed. Due to the fact that the needle has been used, we are unable to confirm the source of the fiber on the cannula. Assembly batch 7060628 had 126 visual inspections performed on (B)(4) parts with zero defects noted. Cleaning was performed 17 times during the production of this batch. All cleaning was done per procedure. No quality notifications were written for this batch, nor for the associated assembly batch. Qn review: no notifications were written for this batch, nor for the associated assembly batch. DHR review: assembly batch 7060628 had 126 visual inspections performed on (B)(4) parts with zero defects noted. Cleaning was performed 17 times during the production of this batch. All cleaning was done per (B)(4). Investigation results: one used sample was returned. There is a long fiber on the cannula. Possible root cause: due to the fact that the needle has been used, we are unable to confirm the source of the fiber on the cannula.